Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received three inappropriate shocks from their device due to oversensing of noise on the right ventricular (rv) channel. Interrogation of the system indicated the presence of code 1004 which is indicative of a short circuit condition detected during shock delivery. A high out of range shock impedance measurement of greater than 125 and a high out of range pacing impedance measurement of greater than 2000 ohms were also observed. The patient had fallen down the day prior and the field believes the rv lead may have fractured due to this. The patient has had many ventricular events since then. Surgical intervention was performed and the rv lead was explanted and replaced. The device continues to remain implanted and in service. No additional adverse patient effects were reported.